Event description:
A disposable bipolar device malfunctioned during an endoscopic saphenous vein harvest. The jaws of the device jammed. Unable to open or close the jaws of device, even after cleaning out the debris and blood. The device had only been in use less than 10 minutes when it jammed. The device was handed off field and a new device opened.